Manufacturer narrative:
(B)(4). On (B)(6) 2010 the customer reported that the device would stop operation while the user initiated operation check was being run. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2010, the customer reported that the device would stop operation while the user initiated operation check was being run.